Event description:
It was reported medfusion 4000 pump alarming, travel coarse error, case damage. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and top case was cracked in the front. The bottom case was damaged. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced clutch half's left and right with leadscrew and spring for travel course/ check clutch error replaced damaged top and bottom cases. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., correction: model number: 4000.